Event description:
New information reported on (B)(6) 2018 stated that on (B)(6) 2018 the patient experienced a "burning sensation with some pain" and suspected it was a heart related issue. The patient was then taken to the hospital via ambulance. The patient stated that while at the hospital after being examined she was told that the issue was not her heart but her implantable cardioverter defibrillator (ICD) and was admitted. The patient remained at this facility until (B)(6) 2018 when she was transferred to another hospital. On (B)(6) 2018 the ICD was explanted and replaced. The patient also noted that her daughter was told by a physician that her lead was also not working. The patient recovered well.

Manufacturer narrative:
Final analysis found normal device characteristics.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was the patient experienced bradycardia and was hospitalized due to the atrial medtronic lead malfunction. During the hospitalization, it was noted that the right ventricular lead exhibited a decline in sensing values. The physician elected to cap and replace the leads. Physician also elected to prophylactically explant and replace the defibrillator due to the advisory. The procedure was completed successfully.